Event description:
It was reported that a balloon rupture occurred. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured within the specified pressure. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Updated device eval by manufacturer, evaluation method codes, evaluation result codes, and evaluation conclusion codes. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 10atm (atmospheres) without issue. A vacuum was then applied. The inflation device was verified at 10atm, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 10atm was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured within the specified pressure. The procedure was completed with a different device. There were no patient complications reported and the patient's status was good.